Event description:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("heavy bleeding since being fitted with essure") in an adult female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). Requested essure removal was scheduled for (B)(6) 2017. Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. (B)(4). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had heavy bleeding since being fitted with essure (fallopian tube occlusion insert). Requested essure removal was scheduled. This event, interpreted as genital bleeding, is anticipated in the reference safety information for essure. Genital bleeding and menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this case consumer´s medical history and concurrent conditions were not provided. Considering the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal is planned. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("heavy bleeding since being fitted with essure") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (requested essure removal scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: genital haemorrhage the analysis in the global safety database revealed 536 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc company causality comment this spontaneous medically confirmed case report refers to a female patient who had heavy bleeding since being fitted with essure (fallopian tube occlusion insert). Requested essure removal was scheduled. This event, interpreted as genital bleeding, is anticipated in the reference safety information for essure. Genital bleeding and menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this case consumer´s medical history and concurrent conditions were not provided. Considering the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.